Event description:
It was reported that during pre-discharge check, the atrial lead exhibited loss of capture and high impedance due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.